Event description:
The customer contact reported device breakage. The primary tubing set was being used to deliver an unspecified volume of normal saline, at an unspecified rate. After an unspecified length of time, it was reported that the nurse attempted to connect the female adapter of an unspecified secondary tubing set to the clave secondary port on the cassette of the primary tubing set. At this time, it was noted that the clave secondary port on the cassette of the primary tubing set was broken; however it was reported that the clave was still intact. No specific details were provided. The primary tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.